Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that one day post implant the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lead was explanted and not replaced. Another lead will be placed in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.